Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between continuous cycle peritoneal dialysis ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for clostridium difficile. However, there is no documentation suggesting a causal relationship between the clostridium difficile and the cycler/cassette. According to the pdrn, there have been no issues with the cycler/cassette that could have led to it. No treatments were reported missed. Based on the available information, it is unlikely that the cycler/cassette contributed to the event.

Event description:
During the follow up for a separate event, it was reported that the patient was hospitalized due to clostridium difficile. During follow up, the peritoneal dialysis registered nurse reported the patient had low blood pressure and diarrhea and the clostridium difficile was not related to the cycler/cassette. Per the peritoneal dialysis registered nurse, the patient was in rehabilitation due to weakness attributed to the hospitalization. No device malfunction was alleged. No further information was provided.